Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0bn8l, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient reported that they wanted to change programs. There was a lack of therapeutic effect and the patient did not feel stimulation. Therapy was on but the situation was not resolved. There was no trauma or falls that could berelated to this issue. The patient did a lot of bending at work and thought it caused the leads to come out again. The patient was on program 4 at .35 volts, which was good. The patient couldn't feel it at .45, and then turned it up to .95. When the patient turned it up she got really bad burning sensation or zip in the back of thigh on the left leg. The patient was walked through changing to program 1 at .70 volts. The patient had leaking and was soiling a lot and a lot was coming out. It was noted the change in therapy and symptoms was considered sudden. She could feel wires in the back and couldn't feel them all the time. When she started having a return of symptoms she started turning the stimulation up a little at a time. It would work for a day or two. She had to keep increasing. The issue occurred in (B)(6) 2015. It was noted that for this device the doctor made a pocket so it would stay in place. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow- up report will be sent.